Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned instrument exhibits signs of repeated use and has fracture anteriorly to the post feature. Three pieces were returned. Not all fragments were returned. Review of the complaint history determined that no further action is required as no were trends identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a persona tibial articular surface provisional was returned fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.